Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 207, 221 and 212 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 203 mg/dl using truemetrix air meter and 186 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: a 207mg/dl, (B)(6) 2017 07:53 am, fasting:yes. A 167mg/dl, (B)(6) 2017 03:50 am, fasting:yes. A 221mg/dl, (B)(6) 2017 07:11 am, fasting:yes. A 212mg/dl, (B)(6) 2017 07:07 am, fasting:yes. A 187mg/dl, (B)(6) 2017 02:22 am, fasting:yes. Memory concerns:the customer stated that she is concerned with all the readings above. All results are fasting.